Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a high blood glucose event. The customer¿s blood glucose level was 312 mg/dl at the time of call and treated with manual injection. Customer reported that she had a high blood glucose of 475 mg/dl and treated. Customer also reported that the insulin pump had a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer declined to further troubleshoot for the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.